Event description:
It was reported that the patient presented at the emergency room after experiencing pocket stimulation in their left arm and at the implant site. It was noted that the pacemaker was in backup vvi. The origin of the backup vvi was unknown. A device reset was performed successfully. The following day, the same issue occurred and it was observed in clinic that the patient was having pocket stimulation. The patient was admitted into hospital and scheduled for a replacement the next day. The pacemaker was explanted and replaced. The patient was stable throughout this event.